Manufacturer narrative:
Device evaluation: the medtronic service engineer (se) inspected the device and found in the logs a procedure error where the gases were disconnected by the customer, resulting in a safety valve open condition. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator indicated a "safety valve open (svo)-not sensing flow" message. The patient was placed on an alternate ventilator without harm or injury.